Event description:
It was reported that guide wire tip detachment occurred. A 035/150 angled zipwire hydrophilic guide wire was selected for use. During unpacking, the guide wire was removed from its packaging and the plastic protector was then removed. However, when the physician pulled the device, the tip of the guidewire was detached. The procedure was completed with a different device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device received consisted of a one-1 each clinically exposed, damaged hydro gw std an device; returned coiled, loose and double-bagged within "zip-lock" style by poly biohazard pouches. The specimen presents a ductile, tensile overload fracture of the metallic core wire and the polymer jacket. The manufactured angle tip and all other material distal to the fracture is missing. The specimen presents a large radius bend over 5.0cm proximal of the core wire and polymer jacket fracture. The specimen coating appears visually and tactilely consistent when examined, unaided, wet. After allowing it to dry out, unaided, the visual and tactile surface appearance of the specimen is acceptable as per inspection criteria. Microscopically, the specimen coating appears to be smooth and consistent with scattered scrapes over the length of the device. Except where noted, the device appeared to be visually and dimensionally correct. The lack of the original dispenser assembly precludes examination for indications of hydration prior to removal of the specimen wire from the dispenser assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 035/150 angled zipwire hydrophilic guide wire was selected for use. During unpacking, the guide wire was removed from its packaging and the plastic protector was then removed. However, when the physician pulled the device, the tip of the guidewire was detached. The procedure was completed with a different device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).